Event description:
It was reported the patient¿s implantable neurostimulator (ins) experienced ¿premature¿ battery depletion. The ins was replaced as a result of the event. It was noted that impedance testing was performed; however, the results were not available at the time of report. It was ¿unknown¿ whether there were any patient symptoms or complications associated with the event. The patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found the ins had reached ¿normal end of life¿ with ¿okay¿ telemetry and output.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.